Manufacturer narrative:
Customer indicated that they removed the instrument from use. Customer will be provided with both a remanufactured unit as exchange and a new power supply. Customer has been requested to send instrument back for investigation. The cause for the issue is unknown.

Event description:
Customer reported that instrument display froze and became unresponsive. After waiting several minutes for instrument to become responsive, the rn (registered nurse) decided to power the instrument down using the power switch on the back of the instrument. Customer reported that rn felt an electric shock when trying to power the instrument down using the power switch. The customer indicated that the rn is fine and shock was not severe. There was no serious injury due to this event.